Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after preparing the bd difco¿ oatmeal agar contamination was discovered, as a colony of bacteria (mainly bacillus) was formed. There was no patient impact. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, after preparing the media as described on the container, a colony of spore-forming bacteria was found in it. This issue did not occur with other media prepared with sterilization at the same time as the oatmeal agar. Additional information provided by sales consultant: the customer prepared the media following the bd's instruction and sterilized it by autoclave for 15 minutes at 121¿, then made a plate of agar. After storing it for several days, a colony of bacteria (mainly bacillus) was formed. The same issue was confirmed in another plate made by the same method.

Event description:
It was reported that after preparing the bd difco¿ oatmeal agar contamination was discovered, as a colony of bacteria (mainly bacillus) was formed. There was no patient impact. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, after preparing the media as described on the container, a colony of spore-forming bacteria was found in it. This issue did not occur with other media prepared with sterilization at the same time as the oatmeal agar. Additional information provided by sales consultant: the customer prepared the media following the bd's instruction and sterilized it by autoclave for 15 minutes at 121, then made a plate of agar. After storing it for several days, a colony of bacteria (mainly bacillus) was formed. The same issue was confirmed in another plate made by the same method.

Manufacturer narrative:
H.6. Investigation: this statement is to summarize findings on the complaint related to bottle oatmeal agar 500g, catalog number 255210, batch 0289728, regarding media performance¿sterility. Components are milled and blended (where required) and dispensed into containers. Following qc release, and based upon inventory demand, final packaging operations occur, which include dispensing into and labeling of final configurations, followed by transport to the distribution center. The complaint investigation included a review of the batch history record. The batch history record review indicated no discrepancies. All release testing was satisfactory. Release testing consisted of dehydrated medium appearance, solubility, solution appearance (after autoclaving), ph, and growth performance with organisms specified on the bd certificate of analysis. The complaint trends were reviewed for a period covering 12 months. During that time, there have been no complaints on this product. Two other complaints were received from the same customer against two other batches of this material for the same defect. Two photos were received. The first photo depicts the side view of the 500g bottle. The second photo depicts the front label of ref 255210, difco¿ oatmeal agar, lot 0289728, and expiry 2023-03-31. A return of this empty bottle from lot 0289728 was received on 11/04/21. A retention sample from the complaint batch was tested for prepared medium (molten) appearance, plate appearance, and contamination check against a control batch of oatmeal agar. The samples were prepared according to label instructions, heated with frequent agitation, boiled for 1 minute, autoclaved at 121°c for 15 minutes, and then cooled to 45-50°c in a waterbath. Satisfactory prepared medium (molten) appearance is off-white, opaque suspension with non-homogeneous particles. All samples were satisfactory; control and retention were off-white, opaque suspension with nonhomogeneous particles. Media was dispensed into plates and allowed to solidify. Satisfactory plate appearance is off-white, opaque, with non-homogeneous particles. All plate samples were satisfactory; control and retention were off-white, opaque, with non-homogeneous particles. There was no change in plate appearance after overnight incubation at room temperature, 2-8°c, or 33-37°c. No contamination or growth was observed. The retention and return were comparable to the control. This complaint cannot be confirmed. Contamination observed after autoclaving, as described by the customer, may be a result of improper preparation of the media. Potential sources of user error include use of improperly washed glassware, use of impure water, improper/incomplete autoclave settings, poor technique pouring prepared media, or not boiling media prior to autoclaving. Bd will continue to trend on contamination complaints for this product. H3 other text : see h.10.